Event description:
It was reported that the caller reported no stimulation sensation on the left side. The day the patient was implanted they could feel stimulation on both sides but after they went home they could only feel stimulation on one side. The patient stated that they could turn it up high enough so that they could get it into their lower back and leg on one side. The patient had not had the four week follow-up appointment. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).